Event description:
The facility representative reported a colleague infusion pump with '810:11'. It is unknown when this event occurred. There was no patient injury or medical intervention necessary. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available. During review of the event history by baxter, it was determined that the reported condition occurred during delivery, causing an interruption of delivery.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). The device has not been previously sent into service for the reported condition of fc810:11. (B)(4)

Manufacturer narrative:
The reported condition of failure code 810:11 was confirmed but not duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4).